Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology luer connection separated from the mating component during use. The following information was provided by the initial reporter, translated from french: "catheter fitted on 8.09 without difficulty to a 15 year old who was not moving on the morning of 09.09, the extender had become loose without anyone having touched it. We screwed the extender on tightly when we installed it consequences: extension screwed up, risk of infection . Actions taken: removal of the device and disposal"

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology luer connection separated from the mating component during use. The following information was provided by the initial reporter, translated from french: "catheter fitted on 8.09 without difficulty to a 15 year old who was not moving on the morning of 09.09, the extender had become loose without anyone having touched it. We screwed the extender on tightly when we installed it consequences: extension screwed up, risk of infection ++. Actions taken: removal of the device and disposal"

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.